Event description:
This supplemental report is being filed to provide the correct serial number information for tab d. Suspect medical device. It was reported that, during an electrode revision procedure due to inappropriate shock, the device had a patient data alert. The patient data and the implant date are erased. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services advised that the original implant date will be lost. The doctor elected to explant the entire system and replace it with a new one. There were no additional adverse patient effects.

Manufacturer narrative:
This supplemental report is being filed to provide the correct serial number information for tab d. Suspect medical device.

Event description:
It was reported that, during an electrode revision procedure due to inappropriate shock, the device had a patient data alert. The patient data and the implant date are erased. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services advised that the original implant date will be lost. The doctor elected to explant the entire system and replace it with a new one. There were no additional adverse patient effects.